Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee arthroplasty about six years ago. The patient was then revised about three years ago due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.